Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, self-test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer recalled the device could have been exposed to moisture leading up to the alarm. Blood glucose was 490 mg/dl and treated with injections. Blood glucose at the time of the call was 180 mg/dl. The customer stated that the time clock advances when monitored for one minute. Customer declined troubleshooting for high blood glucose. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.